Manufacturer narrative:
A specific root cause could not be determined. Additional information needed for investigation was requested but not provided. Based on the data provided and the fact that calibration, precision, and qc results all appeared to be in range, an instrument or reagent problem could be ruled out. Since this one sample produced the only discrepant result, it is likely that the sample was not handled correctly or pre-analytical handling issues issue caused this event.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable crep2 creatinine plus ver.2 result for one patient urine sample. The initial result was 20279 umol/l. After failing a delta check and a request for repeat testing from a clinician, the sample was repeated on (B)(6) 2017 and the result was 2268 umol/l. There was no allegation of an adverse event. The reagent lot number was 19065501. The expiration date was requested but was not provided. The urine sample looked clear with no sedimentation or particles. The provided calibration data was acceptable and the qc results were within range. The gear pump head and nozzle tips were replaced and all the adjustments and rinse volumes were checked. Precision testing was performed and the results were ok.

Manufacturer narrative:
Additional information was provided that the field service representative replaced the system tubing which resolved the issue.